Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) fell while walking and was having their device interrogated. There was loss of capture on all leads, no change in impedance measurements were noted. The field representative indicated the implant pocket looked normal; however, the patient indicated it was tender. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional informaiton is received, this report will be updated.